Manufacturer narrative:
It was reported that a communication error occured during a surgery. According to the results of the investigation, the communication error was caused by rosario software which was not running properly. This is a known bug that is saved under reference (B)(4).

Event description:
A communication failure occurred just as (B)(6) connected to the robot arm. The system was shutdown, restarted, and the surgery was performed. Total time of delay was approximately 3 minutes.